Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead tip was damaged after multiple placement attempts, and the lead could no longer be properly screwed in and fixed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.